Event description:
During a laparoscopic gastric bypass procedure, the device fired malformed staples on two firings. The procedure was completed with another device of the same product code. No pt consequence.